Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed, and the formed needle/hard cannula protruded past the bottom housing and slightly bent. After opening the top housing of the pod, the formed needle was found not seated in the slide retract. Slide retract was also found damaged where the formed needle was seated. These findings indicated the the formed needle was incorrectly installed during manufacturing process, that caused damage to slide retract and the needle to protrude out when deployed, leading to the needle mechanism failure to not fully retract the needle after deployed. The exposed soft cannula was found flattened near the distal tip. It could not be determined how or when this damage to soft cannula occurred. Pod download data did not show timeouts and drive stall that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 300 mg/dl while wearing the pod longer than 48 hours, the patient felt pain at the insertion site. When removed, the patient reported that the hard needle was still visible, which indicates a needle mechanism failure.